Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for a possible atrial fibrillation (af) with rapid ventricular response episode that was detected by the device as fast ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.